Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump displayed ¿tap button to wake screen,¿ but the screen and button were unresponsive, intermittently flashing the unlock/home screen before reverting, consistent with a touchscreen and key/button not working. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with the touchscreen resulting in an unresponsive key/button condition. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.